Event description:
The customer reported that the system displayed a tacking inactive error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted a phone eval. The customer was instructed to reboot the system. The reported problem could not be duplicated. The customer reported that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included in part of a retrospective summary report (rsr) request to FDA on apr 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.